Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a person using the ilet experienced hyperglycemia with blood glucose readings up to 470 mg/dl after noting a leaking cartridge and suspected pump maladaptation; the person replaced all pump supplies and later found a bent cannula upon removal of the prior inset teflon infusion set, after which glucose values began trending down. Symptoms included hyperglycemia. Outcomes included transient elevation of blood glucose without hospitalization. Investigation included review of uploaded pump reports and troubleshooting, with guidance to perform a factory reset and to replace infusion supplies. Investigation of this case revealed that the hyperglycemia was consistent with compromised insulin delivery related to an infusion set issue, evidenced by the bent cannula, with the device otherwise functioning as expected once the set was replaced. It was concluded, based on previously established findings for similar reports, that the cause was unclear but most consistent with an infusion set cannula issue rather than a pump malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.